Event description:
It was reported that the insulin pump alarmed empty battery. It was also reported that the insulin pump alarmed failed battery test. The blood glucose level was not included in the report. Nothing further was reported.